Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). A (B)(6) male pt received 125 ml of optiject 350 (ioversol), injected by an automatic injector for abdominal CT scan on (B)(6) 2010. There was no info on concomitant medication provided. During optiject admin, the pt experienced extravasation at the injection site (lower than 30 ml). The pt was treated with corticoids by injection and alcohol dressing. The final outcome was recovered. The reporter evaluated the case as non-serious but did not assess the casual relationship between the product and the adverse reaction.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in october 2010. The injector was not evaluated by covidien svc after this event occurred. A preventative maintenance was performed on this unit 3 months later and proper operation was verified.